Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 159 mg/dl. The customer reported that the lower right display was scratched. The customer reported that they could not read the display, getting worse and was having a hard time reading the active insulin. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments or partial displays, white displays, flashing white displays, or unexpected display anomalies were noted during testing. The lcd window is scuffed at the lower right hand corner; however it's not enough to prevent one from reading and navigating the menus. As a matter of fact, the whole front side of the unit is scuffed up. (B)(4).